Manufacturer narrative:
Concomitant medical products. Model: 4469; competitor ra lead; implanted: (B)(6) 2001.

Event description:
It was reported that the patients cardiac resynchronization therapy defibrillator (crt-d) is exhibiting quicker than expected battery depletion. Device longevity went from an estimated six years approximately one year ago to two years at this time. The battery longevity is not meeting the physician's expectations. The patients ICD had been reprogrammed and the ICD detections have been deactivated due to the patient's condition and the patient has entered into hospice care. The device remains implanted/in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.